Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawers 2.1 and 2.2 were not detected on bus. A field service engineer found that auxiliary drawers 2.1 and 2.2 were not detected on the bus, as reported by the customer. Further investigation revealed that the main module controller board and both retractors were defective. The defective parts were replaced. After repairs, the half-height auxiliary drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ pro medstation¿ es auxiliary, all half height cubie pockets from drawer 2.1 (aux) of the device were not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.